Event description:
It was reported that the patient lost a lot of weight and the pump got loose in the pocket which started causing some pain. The issue began around (B)(6) the prior year. As a result of the event, the patient had a revision. The revision surgery occurred on 2015 (B)(6). It was later reported that there were no issues with the pump or catheter. The patient lost approximately 40 pounds and wanted the pump repositioned. The event was not attributed to a catheter issue. It was noted that there was never an issue with therapy. The pump was used to infuse an unknown type of drug at the time of event. The pump was currently used to infuse infumorph.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8835, serial# unknown; product type programmer, patient. (B)(4).